Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages, adjust belt/check belt messages) has been confirmed. Upon eval, there was an intermittently open white pulse wire in the trunk cable. The cause of the messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report constant "check therapy electrode" and "check belt" messages. The pt was issued a replacement electrode belt.